Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective stimulation. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain patient's weight. Further information was requested but not received.

Event description:
Additional information received identified that there were no known allegations of deficiencies against the device.